Event description:
It was reported that this lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis found no evidence of device defect or malfunction. The lead passed the electrical continuity and hipot testing, and visual inspection showed no abnormalities.

Event description:
It was reported that this lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.